Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold am 10.5.18 according to the reporter, at the first firing during a total gastrectomy with roux-en-y pouch, a duodenectomy was performed with reinforce device. When they pulled the knife back, a high tone never heard before, which was generated from the handle, and at the same time the doctor tried to release the device. The knife returned but the jaws did not open. When they performed reset with the fire button being pressed for 10 seconds, the jaws opened a little, so the doctor removed the device from the tissue. The articulation of the cartridge did not return to the original status, so a manual adapter tool was used to return the cartridge articulation to neutral position, and then the cartridge was disconnected. Also, an error indication like "remove the cartridge" was indicated. The surgical time was extended by less than 30 minutes and oozing bleeding occurred as a result of the issue. They used new handle, adapter, and shell to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.